Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined that the reported soft tip tears were a result of procedural conditions, due to the clip becoming caught on the guide tip. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot, and a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Concomitant medical products: mitraclip system, clip delivery system (x1), implanted mitraclips (x2). The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The clip delivery system is being filed under a separate medwatch MFR number.

Event description:
This is filed because resistance was met when removing the clip delivery system into the steerable guide catheter (sgc) and the tip of the sgc was torn. A torn soft tip has the remote potential to cause serious injury if a piece of the soft tip is left behind in the anatomy. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted. The third clip delivery system (cds) was advanced to the mitral valve; however, the clip became caught in the chordae. The clip could only be released from the chordae using a lot of force. After the clip was released from the chordae, the steering of the cds was difficult; therefore, the decision was made to replace the device. The cds was retracted, but the clip met resistance with the tip of the steerable guiding catheter (sgc). The cds was able to be separated from the tip of the guide and removed. After the sgc was removed it was found that the sgc tip was torn. A new sgc and cds were used to complete the procedure. Three clips were implanted, reducing the mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.